Event description:
As reported from p3e clinical study, approximately 6 years and 2 months post implant of a 20mm sapien 3 valve in the aortic position, echo report showed valve stenosis. Per medical records received, the patient was admitted to the hospital with shortness of breath, with associated diagnosis of new onset atrial fibrillation. Cta showed evidence of congestive heart failure, bilateral pleural effusion, and pneumonia. Tte report showed av mean gradient of 25mmhg and ava vit 0.60 cm2. Tee report showed aortic valve leaflets appear restricted and there was trivial aortic regurgitation. No treatment for the degeneration of the valve has been stated at this time, however, this event is considered a serious event. The valve remains implanted in the patient.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (hypertension, hyperlipidemia, history of cardiomyopathy) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on new information received. The following sections of this report have been updated: corrected b2, corrected g2, additional information added to b5, and additional code added to h6 health effect - impact code.

Event description:
Additional information was received. Approximately 7 years and 7 months post implant, the patient returned for regular follow-up and repeated echocardiogram for concern of aortopulmonary fistula. An echocardiography report showed aortic valve prosthesis with reduced prosthetic valve leaflet motion, mean gradient of 92mmhg and a calculated ava of .2cm2. The patient denied any chest pain, shortness of breath, presyncope or syncope. A valve in valve was performed with a non-edwards valve.